Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged particles in their mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged there was a smoke smell coming from the device. The patient confirmed there were no flames, exposed wires, or unintentional openings in the plastic enclosure of the power supply; just a smoke odor. The patient confirmed there was no evidence of melting, warping, or voids/gaps in the enclosure of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged particles in their mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged there was a smoke smell coming from the device. The patient confirmed there were no flames, exposed wires, or unintentional openings in the plastic enclosure of the power supply, just a smoke odor. The patient confirmed there was no evidence of melting, warping, or voids/gaps in the enclosure of the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.